Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/03/2015. When the fse arrived, the customer has flushed the diluent vial by dispensing more diluent, which corrected the issue. According to the fse, the gray particles in the vial were caused by coring. They were removed following subsequent diluent dispenses. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an observation of gray particulate matter in the diluent dispense vial on a unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.